Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly (over infusion). The pump alarmed with an ¿air in line¿ alert; the bag was completely empty from bag to pump despite the device indicating >10 ml remaining during infusion in the general patient ward department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.